Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of a right common iliac aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. On (B)(6) 2022, a follow-up CT examination reportedly showed a distal type I endoleak from the right internal iliac artery. Dilation of the right internal iliac artery was suspected. A reintervention is planned on (B)(6) 2022. The distal end of the internal iliac component will be coil-embolized and an additional stent graft will be placed from the iliac branch component into the right external iliac artery. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the gore® excluder® iliac branch endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, endoleak.¿